Event description:
It was reported that during implantation, dissection at the ostium of the coronary sinus occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.